Event description:
Worsening anxiety starting 1 year after breast implants in 2012. Hip pain, back and neck pain, daily migraines, gastro pain all crept up slowly afterwards until (B)(6) 2022 when everything got so bad I was having daily panic attacks from the pain. Multiple doctors, ER visits, CT scans, MRI, x-rays, heart monitors, parathyroid problems, physical therapy and multiple medications. No one could ever find anything wrong. I had my breast implants removed correctly (including all capsule tissue which is the most important part to remove) (B)(6) 2022 and have not had one single panic attack, migraine, gastric flare up or joint pain since. There are over 40+ toxic chemicals in the outer shell of saline and silicone implants sitting directly above our heart and lungs. Those chemicals are known endocrine disrupters, no wonder we are all sick. FDA safety report ID #(B)(4).